Event description:
Patient had a hip revision. Femoral head and liner were replaced during this surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices, medical records, or other clinical information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a hip revision. Femoral head and liner were replaced during this surgery.